Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 500 mg/dl and the insulin pump had received an insulin flow blocked alarm. The customer¿s blood glucose level was 300 to 400 and 303 mg/dl. The customer reports alarm did not occur during fill tubing. The customer also reports the event was resolved by changing complete set. The insulin pump will not be returned for analysis, however; the reservoir will be returned for analysis.